Event description:
Feedback from the customer. A walker from 2003 had lost a rear wheel. No injury was reported.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. To prevent the wheel from falling off, a circlip is placed in the groove of each wheel axle. The wheel axles of the walker were according to specification. The rear axle, made of 10 mm steel, was bent. (B)(4).